Event description:
Four implants were scheduled to be placed in this patient on (B)(6) 2010. One implant, in area #26, was ratcheted into the osteotomy and during the final seating of the implant, the top portion fractured off. The bottom portion of the implant remains in the patient. The dr. Placed sutures around the remaining portion of the implant and explained to the patient what had happened. The implant will remain dormant, as no infection or further treatment was deemed necessary by the dr. The dr. Will monitor the patient with periodic clinical evaluation and x-rays.

Manufacturer narrative:
The implant chosen by this doctor is one that has a manufacturer protocol to be used in the maxilla. Improper choice of implant design and size can require excessive torque which causes too much compression in the dense bone of the mandible and surrounding tissue which can lead to implant fracture. Failure to follow manufacturer protocol guidelines are evident and could be the major contributing factor leading to implant fracture. The device history record for this lot of implants was reviewed and manufacturing, processing and sterilization parameters were without error. (B)(4). Total malfunction events being summarized is 2. Intra-lock was granted permission to submit a retrospective summary report limited to events that occurred between (B)(6) 2007 - (B)(6) 2010. The company was not established when the 1997 FDA letter was sent regarding failure to osseointegrate reporting parameters and were unaware that malfunction and serious injury events involved with dental implants that failed to osseointegrate required submission of medical device reports. Alternate summary reporting is requested for all future filings. Evaluation summary: the actual implant involved in the incident was not returned for inspection. Visible examination and inspection of a device from the same lot of the actual device involved in the incident was evaluated. The results of the examination were failure to follow instructions as set by manufacturing protocol and instructions for use and incorrect technique and/or procedure resulting in the reportable incident. The conclusions drawn were that user error contributed to the event.